Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic with device in backup vvi mode. A device download was completed and device was restored successfully. No further information available.

Event description:
New information received notes merlin transmitter caused the backup vvi. The patient condition was stable before, during, and after device restoration.